Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that this device was explanted. The reason for explant is unknown at this time. To date, no additional adverse patient effects have been reported.

Event description:
Boston scientific received information that this patient with this implantable cardioverter defibrillator (ICD) was exhibiting increased ventricular rates while in the intensive care unit. A boston scientific sales representative (sr) was called to interrogate the device which showed everything was functioning normally and that the increased rates were likely due to atrial fibrillation and the rapid ventricular response was never quite fast enough to warrant therapy delivery. The sr noted upon a commanded shock impedance testing, the value of 0 ohms was noted in the triad configuration. Previous testing had showed impedances in a normal range. Boston scientific technical services (ts) was consulted and suggested removing the hospital equipment that was situated near the patient. Once that was done, the impedance testing was attempted again and normal impedances were noted. Ts suggested that it was likely equipment interference that caused the issue during testing. No intervention or re-programming was done. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.